Event description:
It was reported that pump showed repeat malfunction alerts, including malfunction 199 in tandem source and malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that malfunction indicated pump issue, was instructed to place pump into storage mode, and was advised to continue using current pump until replacement pump arrived; tandem technical support arranged replacement pump shipment, confirmed address, instructed customer to reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within 10 days.